Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 211 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test after a battery change due to a corroded battery tube. No blank display was noted. The insulin pump had a cracked reservoir tube lilp.